Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was unable to prime due to kinked tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified a collapsed kinked tubing between the drip chamber and check valve. Pressure test and clear passage under water was performed, no defect was found. Functional flow rate test was within specification. The reported condition of unable to prime was not verified. Should additional relevant information become available, a supplemental report will be submitted.